Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds caused by a dislodgement. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds caused by a dislodgement. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found no anomalies outside of typical surgery-related damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.